Event description:
A 5mm diameter * 17mm length medtronic ave billary stent was inserted, contralaterally, into the left illiac, which was heavily calcified and tortuous with a "corkscrew" appearance. This was attempt to reach the target lesion in the profunda artery in a patient that had many previous surgeries. The aorto-illiac juction was very narrow and tall, making passage of the stent difficult. The target lesion was predilated with a 4mm diameter ptca balloon. It was not possible to "push" the stent past the proximal lesion in the common illiac even with a lot of pressure applied, therefore, an attempt was made to pull the stent back. As the stent was pulled back into the femoral sheath, it dislodged off of the stent delivery system balloon. The stent was pushed "far down the left side" and deployed in a non-diseased area. Another stent was attempted, unsuccessfully, but the patient tolerated the procedure well.